Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not showing any patient information on the display monitor. Upon arrival, they were unable to get any response from the attached keyboard. They reset the cpu as listed in the nk notes, and the cns did not boot into windows after completing initial bios startup. When powering up the cns, it goes through bios and then goes to a black screen and windows does not load. They can get into bios by hitting f2, and the screen appears to work, the os just is not loading. The cables are all plugged in correctly, and the keyboard and display are working. No debug readout, only the lit led is the status indicator, and it is amber. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 04/23/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested. Bedside monitor(s) model: bsm-3572a sn: ni device manufacturer date: ni unique identifier (UDI) #: 04931921113691 returned to nihon kohden: not returned

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not showing any patient information on the display monitor. Upon arrival, they were unable to get any response from the attached keyboard. They reset the cpu as listed in the nk notes, and the cns did not boot into windows after completing initial bios startup. When powering up the cns, it goes through bios and then goes to a black screen and windows does not load. They can get into bios by hitting f2, and the screen appears to work, the os just is not loading. The cables are all plugged in correctly, and the keyboard and display are working. No debug readout, only the lit led is the status indicator, and it is amber. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not showing any patient information on the display monitor. Upon arrival, they were unable to get any response from the attached keyboard. They reset the cpu as listed in the nk notes, and the cns did not boot into windows after completing initial bios startup. When powering up the cns, it goes through bios and then goes to a black screen and windows does not load. They can get into bios by hitting f2, and the screen appears to work, the os just is not loading. The cables are all plugged in correctly, and the keyboard and display are working. No debug readout, only the lit led is the status indicator, and it is amber. No patient harm was reported. Investigation conclusion: the issue was duplicated during evaluation. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages, power surges and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance). Bedside monitor(s) model: bsm-3572a sn: (B)(6) device manufacturer date: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not showing any patient information on the display monitor. Upon arrival, they were unable to get any response from the attached keyboard. They reset the cpu as listed in the nk notes, and the cns did not boot into windows after completing initial bios startup. When powering up the cns, it goes through bios and then goes to a black screen and windows does not load. They can get into bios by hitting f2, and the screen appears to work, the os just is not loading. The cables are all plugged in correctly, and the keyboard and display are working. No debug readout, only the lit led is the status indicator, and it is amber. No patient harm was reported.